Event description:
It was reported that the procedure was to treat a lesion located in the 75% stenosed proximal circumflex. The 3.5x12 mm nc tenku balloon catheter was advanced to the lesion, without resistance, to be used for post-dilatation of a 3.5x18 mm non-abbott stent; however, the balloon would not inflate at all; therefore, the balloon catheter was retracted from the anatomy. An attempt was made to inflate the balloon outside the anatomy to 20 atmospheres; however, the balloon would not inflate. No leaks were observed during the attempt to inflate in the shaft of the catheter or the balloon. A non-abbott balloon catheter was used to complete post-dilatation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: axess jl40; stent: integrity 3.5x18mm. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.